Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, missing shell and broken shell. A visual and microscopic analysis was performed which identified striated broken on posterior (shell patch bond edge). Based on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive

Event description:
Device has been explanted.